Event description:
It was reported the patient experienced left anterior hip pain approximately 5 years and 10 months post-implantation. Imaging did not demonstrate any prosthetic issues, and medication was prescribed. No fall or trauma were reported. The patient remained in the study with all initial components retained. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Proposed component code: mechanical (g04) - stem. D10: cat# 650-1057 lot# 2904517 cer bioloxd option hd 36mm. Cat# 650-1064 lot# 2900787 cer option type 1 tpr sleve -6. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: d4; g3; h2; h3; h4; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: 5 years follow up visit participates in mild activities regularly, some mild difficulty with adls ae entered patient reported anterior left hip pain, 8/10 intensity. Pain medication prescribed- tramadol. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.